Event description:
It was reported that a fast flow fluid warmer was received with a broken bulk head elbow fitting component. No patient involvement was reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: catalog number, serial number, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspected noted a broken bulkhead fitting (first two threads are damaged that made it difficult to remove the nut), cracked return tube, no fan guard. Functional testing confirmed the complaint. A root cause was due to bulkhead fitting damaged by force however it is unknown what the force was. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken; replaced bulkhead fitting. Replaced return tube due to it being cracked, placed in fan guard due to it missing, o-rings as preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
Additional information received 19-apr-2023 via email. Issue occurred upon opening and event date updated from unknown to march 2023.